Event description:
Information received notes that during transtelephonic follow-up, spontaneous mode swithching from vvir to aoo/aai was observed with magnet application. The patient became symptomatic and was sent to the emergency room. A micro- processor download was unsuccessful and the device was replaced. The patient was in atrial fibrillation and had an intrinsic rhythm between 40 and 50 bpm.